Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2024-02854. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 6005412 have been tested in the trackwise record (B)(4) on 13-may-2025. Test results: the reference samples were visually inspected and functionally pull (tensile) tested. All test results were within specifications as per the database (B)(4) complaint test report. Device history record (DHR) review: the lot 6005412 was manufactured according to work instruction (wi) version 79 appendix 1 batch card for production of packaging room, on 14-feb-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Trending: a query was run in database on 13-may-2025 against malfunction code leakage from infusion site (specific cause not identified) and lot 6005412 with one other complaint identified, complaint (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced five events of leakage at site of with an infusion set. The site location was abdomen. Infusion set was used for 3 days. No further information was available.

Manufacturer narrative:
Initial and final (B)(4)- device 4 of 5.